Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician to technical services that there was an alert triggered for high rv defib lead impedance on the right ventricular (rv) lead and was wondering if they need to be concerned. It was noted that the impedance trending for the rv coil has been close to the upper limit for some time. Option of increasing the upper limit was discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.